Manufacturer narrative:
Device was returned with needle tip broken. The cartridge in treatment was not returned for evaluation. Visual assessment of the device confirmed the reported complaint. There were no issues found with device when loaded with new cartridge and tested on the meniscus model. An exact root cause cannot be determined with confidence because only needle with broken tip was received; however, factors that could have contributed to the reported event include: the device is fired without tissue present between the device jaws, or when the surgeon cycles the needle too many times. The instruction for use outlines precautionary statements and instructions in regard to the use of the device to avoid damage or non-functionality. Based on the investigation the probable root cause could be due to surgeon cycling the needle too many times, or advances needle without tissue present between device jaws. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution. A review of the device history records for the reported preloaded suture passer performed there are no indications to suggest that the device/product did not meet specifications upon release into distribution. A review of the complaint history for lot number found no similar events prior to the complaint event. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. Further investigation is not warranted at this time. Internal complaint reference: case-(B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during knee arthroscopy, after firing the first stitch of the novostitch pro meniscal repair system, the needle could not be retracted and also it was broken inside the knee joint. The broken piece was retrieved from patient by suction. A backup device was available to complete the procedure with no significant delay or other complications. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.